Manufacturer narrative:
Continued: e.1. Zip code: (B)(6). The event of "capsular contracture" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture and capsular contracture, baker grade unknown

Event description:
Healthcare professional reported "rupture" and "capsular contracture baker grade unknown ("initial level, slight thickening")". This record is for the left side. Device was explanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: a4, b5, d1, d2a, d2b, d4, d6a, d6b, g4, h4, h6.

Event description:
Healthcare professional reported "rupture" and "capsular contracture baker grade unknown ("initial level, slight thickening")". Later healthcare professional reported "grade 3 breast ptosis, asymmetry. Hypertrophy, asymmetry of nipple-areolar complexes, nipple malnutrition" and "dense mammary glands, discomfort, uneven breast contours, pain when palpating; dissatisfaction with the shape and size of the mammary glands, the size and shape of the areolas and nipples". This record is for the left side. Device was explanted.